Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad trace. No unexpected battery out limit alarms noted. The device passed the prime test and no prime/fill anomaly was noted. The device had a loud motor noise due to faulty motor. It also had a cracked reservoir tube and lip, cracked battery tube threads, scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and he could not complete the rewind process. The customer removed the battery and received a battery out limit alarm that could not be cleared. Blood glucose value was 9.3 mmol/l. The insulin pump was replaced and returned for analysis.